Event description:
It was reported that oversensing was noted on the right ventricular lead and an insulation breach was observed. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned with the helix retracted and clogged with blood. Lead insulation and the suture sleeve were observed to be cut near the connector pin. Further visual examination revealed clavicular crush breaching the right electrode and right ventricular cable lumens. The ethylene tetrafluoroethylene coating of the cables remained intact wile the inner coil of the connector region was exposed. No anomalies were noted on the inner coil, the helix, or the remainder of the lead. Electrical testing revealed no indications of conductor fractures or internal shorts. The results of the investigation concluded the reported event of insulation abrasion was due to clavicular crush.